Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis twice. The blood glucose reading at time of the call was 64 mg/dl. It was reported that his low blood glucose was treated. Troubleshooting was performed. The programming and alarms history appeared to be correct. Ran a fixed prime and high pressure tests and the device passed the tests. During the call it was found that the customer wears the infusion set for about seven days. The customer also reported having bent cannulas. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.